Manufacturer narrative:
Analysis of the device image (entire memory contents) obtained from the pacemaker noted the device was in backup vvi mode due to a por (power on reset). The battery voltage level was at beginning of life (bol) at that time. Functional testing after reloading the product code resulted in normal device characteristics. No telemetry, output, battery voltage or current drain anomalies were identified. All products are tested prior to release. The reported event of backup vvi mode was confirmed; however, the cause of the reset could not be determined from the device analysis in the laboratory setting.

Event description:
During the implant procedure, the device was found in backup vvi mode after the associated leads were connected to the device. The device was exchanged and the procedure was successfully completed. The patient was stable.